Event description:
It was reported that the insulin pump had a cracked display. The customer states they were playing hockey and cracked the glass part of the pump. The customer blood glucose level was 5.6 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Analysis reports the insulin pump was received with cracked and bleeding display glass. The pump also had a cracked case at display window corners and with minor scratched display window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.